Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. No crack or missing reservoir tube o-ring/retainer noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir was broken and that it misses the plastic guard ring and the o-ring. The insulin pump will be returned for analysis.